Event description:
The consumer reported that he felt shocking sensations when he was driving. The patient stated that he would also feel shocking sensations when he would lie down at night and when he turned down the stimulation; it was just "impossible". It was noted that it was painful for the patient to lie down on his back due to the shocking, so he would lie on his stomach. When the patient would turn around quickly, the implantable neurostimulator (ins) would "zap him real good" and it happened all the time. This event occurred on (B)(6) 2016. Follow-up has been attempted for an update on steps taken to resolve the issue, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.